Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05155.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest the procedure itself may have contributed to the too atrial deployment position of the initial valve, resulting in a lack of contact between the valve and the annulus. Procedural factors (deployment position of the initial valve, valve / annulus contact), in addition to patient factors (mac) may have contributed to the pvl / regurgitation and subsequent embolization of the deployed valves. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
During an off-label native transcatheter mitral valve replacement (tmvr) procedure, the initial sapien 3 valve was deployed too atrial, resulting in paravalvular leak (pvl) and severe regurgitation through the frame of the valve. A second sapien 3 valve was deployed, reducing the pvl to mild and resolving the regurgitation. As reported, during a transseptal tmvr procedure, during valve positioning, it was noted that the x-ray camera was well aligned. And simultaneously used with tee to pinpoint the deployment location. The initial 29mm sapien 3 valve was deployed in a 50:50 position in relation to the native mitral annulus. After valve deployment, it was determined that the valve was positioned too atrial, resulting in paravalvular leak (pvl) and severe device regurgitation through the valve frame. It was also noted that the valve did not expand or pivot into a more co-axial position as expected. This caused the valve to not seal at the level of the mitral annulus. The inflow and skirt portion of the sapien 3 valve did not make contact with the annulus. A second 29mm sapien 3 valve was deployed in a more ventricular position. The pvl was reduced to mild and the regurgitation through the frame was resolved. At the time of the procedure, the patient was in stable and transferred to recovery. Post procedure, both valves embolized into the atrium. The patient was reported to be alive at the time the additional information was received, but not doing well. The patient was decompensating due to uncontrollable arrhythmia and other issues. Due to the patient's generally poor condition, there are no plans to surgically remove the valves. It has been determined that the embolized valves should be left in the atrium for now.